Event description:
The lay user/pt contacted lifescan on march 4, 2006 alleging that her one touch ultra meter would not power on. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt reported that she had not used the meter in 3 months. During the time of concern, she developed symptoms of light-headedness and shakes. She did not attempt to test with the reported meter while experiencing symptoms. No actions were taken following the use of the meter that would affect her blood glucose levels. She tested on another unknown meter and obtained a 53 mg/dl. She received food and or a beverage for treatment. She did report contacting a medical professional for diabetes treatment advice. The cca walked the pt through pressing the power button and the meter would not power on. The cca discovered that the battery had not been replaced in more than 1 year and the pt did not have a new battery to attempt at resolving the issue. The meter and test strips were replaced.